Event description:
Coronary guidewire radiopaque tip sheared off at sauter in plad post-stenting. Wire was secured in the coronary wall by an additional 4.0 x 12 stent. Pt2, moderate support, straight tip, 0.014in x 300cm.